Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after five minutes of use, sparks were seen coming form the jaws of the device. The surgeon decided to no longer use the device and the surgery time was extended by more than 30 minutes. There was no patient injury.